Event description:
Same case as: 6000093-2007-00945. It was reported that post a coronary drug eluting stenting treatment procedure, an aneurysm occurred. The 80% stenosed lesion being treated was located in the mildly calcified proximal to mid left anterior descending (lad) artery. A 3.0x30 mm maverick balloon was used to predilate the lesion. A 3.50x32 mm and a 3.50x20 mm taxus express2 drug eluting stents were placed overlapping, inflating to 18 atms. A 3.75x20 mm maverick balloon was used to post dilate. Excellent results were noted by intravascular ultrasound. Pt directed to remain on his cartia calcium channel blocker. Eight months post the initial procedure, the pt came back symptomatic. Recatherization was done. 'Very large' aneurysms had formed at the stenting site. Pt went to surgery and is doing fine. No add'l pt complications were reported. Pt status reported as "ok". Add'l info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.